Event description:
It was reported that device dislodged following release from the delivery catheter during the implant procedure. The device was retrieved and reimplanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.